Event description:
The complainant reported the use of an impella rp pump for bipella support in a patient with acute myocardial infarction and cardiogenic shock. During support, the pump experienced several placement signal alarms, which were discovered after removal. Care was withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The automated impella controller was returned. The failure mode was confirmed. The optical signal issues were due to a consistently low snr bench that intermittently affected placement signal. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.